Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer was able to load another cartridge successfully. Contact reported to have changed out the infusion set due to the leaking cartridge. Contact did not provide further information regarding the event. There was no reported impact to customer's blood glucose. Reportedly, customer was using admelog insulin in the cartridge. Tandem technical support informed contact that admelog was not labeled for use with the cartridge. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.